Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a impella 5.5 was placed via the right axillary at , however, it was positioned towards mitral, which caused suction and episodes of ventricular tachycardia. An attempt was made to reposition pump in the operating room with tee guidance however, this was unsuccessful. Decision was made to place the impella 5.5 via left axillary and remove it from the right axillary. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Positioning issues: the product was not returned for investigation. The root cause of the positioning issue was unable to be determined due to insufficient clinical details. Pump suction: data log review confirms suction alarms started triggering during the last three days of the case. The motor current showed no spikes during the case. Placement signal started to trend downward at the same time suction alarms began. At specific times of suction alarm, the minimum motor current briefly trends up while placement signal has a slight trend down. The cause of the suction was most likely improper positioning as a result of user error, as clinical details state that the pump was improperly positioned and reattempts were unsuccessful. Device history review: the device passed all the post sterile inspection checks. The investigation of the reported failure mode has been completed.